Manufacturer narrative:
(B)(4) follow up: it was reported syringes were found with a different packaging, drawing number and trademark dates. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two packaging blister top webs. One has graphics blue in color and the other blister has graphics in black. Both graphics are approved; they are just printed on different packaging equipment. A device history record review was completed for provided material number 309653, lots 4143054 and 4121590. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lot. No further action is required at this time. Based on the investigation and with the photo sample analysis the symptom reported by the customer could is confirmed, but acceptable.

Event description:
Material #: 309653; batch #: 4143054, 4121590. It was reported by the customer that part number 0130408-1 was found with a different packaging, drawing number and trademark dates. Rcc received a complaint via email. Part number 0130408-1 was found with a different packaging, drawing number and trademark dates. Please see attached imaged for lot number 4143054 (batch was part of (B)(4)) and 4121590 (batch was part of (B)(4)).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Additional batch reported: batch: 4143054 batch creation date: 2024-05-24 batch expiration date: 2029-04-30.

Event description:
Material #: 309653 batch #: 4143054, 4121590. It was reported by the customer that part number 0130408-1 was found with a different packaging, drawing number and trademark dates. Rcc received a complaint via email. Email(s) attached part number 0130408-1 was found with a different packaging, drawing number and trademark dates. Please see attached imaged for lot number 4143054 (batch was part of po (B)(4) .(batch was part of po (B)(4).